Manufacturer narrative:
The customer is running on their own network infrastructure as apposed to one provided by nihon kohden. Our netwoking tema is still investigating to determine if the cause is network related. Our support team is working with the customer and investigation is still under process. Currently, the device has not shown any errors and is functioning normally.

Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer is stating that the org-9110a multi-patient telemetry receiver was experiencing communication loss with the telemetry transmitters. The device was never returned as it has not shown any errors and is functioning normally. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.